Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The hard disk drive of the workstation was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 could not operate in the cine mode. There was no adverse pt involvement reported. There was no pt info reported.